Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed that the electrode was severed, in addition to tool damage and sliced silicone overmold on the top and bottom covers, electrode lead and near the fantail region. These anomalies are believed to have occurred during revision surgery. Photographic imaging inspection revealed broken electrodes within the electrode pocket. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed some of the electrical and mechanical tests performed. This device was explanted for medical reasons. However, this device had an electrode short in the electrode pocket. Corrective actions were implemented. This version of the ultra device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient presented with wound dehiscence. The device was burring the recipient's skin beneath it. The incision was closed. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Recipient is healing nicely. Re-implantation is under consideration. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly presented to clinic with device extrusion. The recipient's device was explanted. The recipient will be reimplanted at a later date.